Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to be frozen and not responding. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the device touchscreen does not respond. Prior to testing, the customer contact reported during routine testing pump does not initiate properly. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.